Event description:
A verbal report received that reported an event of a tubing separating that occurred at the bottom of the arterial chamber. The reporter of this event was contacted for additional information. According to rn, the event occurred at 5 minutes into the dialysis treatment. The pt did have an approximate blood loss within the bloodlines of 200ml. A new set of bloodlines were set up, the dialysis treatment resumed with no further ill effect resulting to this pt from this event. The pt was discharged home at the end of the dialysis treatment. A companion sample is available.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot(s) met all release criteria. Sample analysis: the original sample where the defect was identified was not kept for analysis. All samples received came in their original unopened bags. Visual analysis: the sets were reviewed against current drawings and found to be acceptable. In addition, all bonds for both arterial and venous lines were closely reviewed and found to be properly assembled. A proper bond will have a ring of solvent around the tubing showing that solvent was properly applied to the area. The four arterial chambers were closely reviewed and showed proper bonding technique. The reported complaint is not confirmed. Since the customer did not preserve the complaint sample, the analysis was performed on companion samples which did not show the alleged defect. However, review of the description given by the customer and the current trends of defects, it is appropriate to assume that the complaint is related to a bonding process defiency. Fmc reynosa is including this complaint in its ongoing training of operator awareness of the defect and its consequences. Fmc reynosa is conducting weekly defect awareness meetings with all operators in order to reduce such failures. In addition, fmc reynosa has designated resources and opened a quality improvement project (qip) 05-007 to address bonding issues globally. The team has been given the direction to review and implement changes and improvements to the bonding process that will lead to the elimination or reduction of such failures. Area that the team will address is the technique used by operators, standardizing of bonding equipment, review and improvement of in-line control by the operators, and other related areas. Progress and completion of qip 05-007 is under management review control per current procedures. Fmc reynosa will continue to monitor occurrences and to implement changes to eliminate this failure mode.